Event description:
In 2009, the patient reported that he had changed his infusion site 4 times due to e4 (occlusion) errors. He stated that the cannulas of these infusion sites were not bent upon removal. The patient was instructed to disconnect from the infusion site and he was able to prime through the infusion tubing without error. He was advised to change the infusion site and he stated that the cannula was bent upon removal. He inserted a new infusion site and successfully reconnected to the infusion device and bolused 1 unit of insulin. He stated that 30 minutes prior to the report, his blood glucose was elevated to 350 mg/dl. The bolused 5 units of insulin to lower his blood glucose. The patient was sent an infusion set insertion device and replacement infusion sets. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation, the patient was unable to read the serial number.